Event description:
It was reported that a neuroguard stent iep system was being prepared for use for a right proximal internal carotid artery procedure when the filter wheel would not open the filter during preparation. It just spun freely back and forth. It is suspected that the internal wire weld broke off. The instructions for use were reported to have been followed with the stylet put back in as well. The device was not used in a patient and was never implanted. A 6fr non-medtronic (cook shuttle) sheath was intended to be used. The procedure was completed using a new neuroguard 9/7/8x40 device. There was no patient involved.

Manufacturer narrative:
Contego medical is filing this MDR in compliance with the guidance "medical device reporting for manufacturers guidance for industry and food and drug administration staff", section 2.21, USA food and drug administration, november 8, 2016.